Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, none of the universal surgical manipulators (usm) were working after they hard power cycled and left the robot powered off for 15 to 20 minutes. The technical support engineer (tse) walked the caller through a hard power cycle of the robot and the same error 23087 popped up for usm 4. The caller said they were able to continue with 3 system arms for the next procedure, but they needed all four system arms for their last procedure of the day, so they planned to swap robots. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal set up joint (psuj). After the replacement, the encountered issues with reprogramming, but was able to resolve the issue with help from technical support. The system was tested and verified as ready for use.